Manufacturer narrative:
E1 telephone number : (B)(4).

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) test equipment failed to automatically inflate . There was no patient participation reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) test equipment failed to automatically inflate. There was no injuries reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse was able to reproduce the failure and identified a defective k3k5 valve group. After replacing the defective part the unit passed all functional test. The iabp was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a